Manufacturer narrative:
The investigation determined that multiple, unexpected, vitros valp quality control results were obtained on a vitros 4600 chemistry system. The investigation was unable to determine a definitive assignable cause for this event. An instrument related issue is a likely contributor. The performance of valp reagent following service actions and valp recalibration was significantly improved when compared to the pre-service qc performance. However, since no pre-service within-run precision testing was performed to assess instrument function, an instrument related issue could not be confirmed. In addition, a pre-analytical reagent handling cannot be ruled out as a contributing factor, as per customer's initial statement, the reagent pack was kept at room temperature overnight before the calibration event. Based on historical vitros valp quality control data, a reagent issue it is not a likely contributing factor to this event.

Event description:
A customer observed multiple, unexpected, vitros valp quality control results on a vitros 4600 chemistry system. The following results were obtained: qc tdm level 1= 16.01, 41.13, 42.23, 39.21, 39.81, 39.89, and 42.1 versus the expected 26.4 ug/ml. Qc tdm level 3=85.14, 86.54, 80.67, 78.05, 79.62, 78.82, 82.23, 82.85, 85.42, 85.43, 91.73 and 92.02 versus 116.7 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run during the time frame of the event. There was no report that patient samples were affected, however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number one of three 3500a forms filed for this event, as three packs were affected. (B)(4).